Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/04/2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v1000 ventilator was not powering on. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 03jan19. Date rec¿d by MFR: 28dec18. The philips service engineer (se) inspected the device and verified the reported issue. The se found flash programming and flow sensor mismatch diagnostic codes in the ventilator memory logs. The se replaced the oxygen sensor and exhalation flow sensor to resolve the reported issue. The device successfully passed performance specification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.